Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. Patient code:(B)(4) - no known impact or consequence to patient. Device code: (B)(4) - difficult to deploy 1339 - kinked. Summary of investigational findings: jugular introducer, peel-away sheath and filter returned. A minor kink found in the peel-away sheath may not have caused reported advancement difficulties. One of the secondary filter legs is slightly deformed and pushed upwards against the filter hook. Based on these findings it is suggested that the peel-away sheath with the collapsed filter was not properly placed in the sheath hub, when filter was advanced. This is supported by reported "feeling of strangeness" when filter was advanced through the peel-away sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient with dvt underwent ivc filter placement by left jugular approach on (B)(6) 2014. After the sheath system of the complaint device was advanced into the target site from left jugular vein, the physician attempted to insert the filter preloaded in the peel-away sheath into the sheath system. However, when advancing the filter into the sheath system through the peel-away sheath, feeling of strangeness was felt and therefore, it was retrieved and checked, which confirmed the deformation of the filter leg. Another device was used instead without problems. Patient outcome: no adverse effects to the patient.

Event description:
Description of event according to initial reporter: a patient with dvt underwent ivc filter placement by left jugular approach on (B)(6) 2014. After the sheath system of the complaint device was advanced into the target site from left jugular vein, the physician attempted to insert the filter preloaded in the peel-away sheath into the sheath system. However, when advancing the filter into the sheath system through the peel-away sheath, feeling of strangeness was felt and therefore, it was retrieved and checked, which confirmed the deformation of the filter leg. Another device was used instead without problems. Patient outcome: no adverse effects to the patient.